Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: according to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent a semi-emergency endovascular treatment for the abdominal aortic aneurysm and right iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. On an unknown date, a follow-up computed tomography scan confirmed enlargement of the aneurysm diameter and a suspected proximal type I endoleak in the delayed phase. On (B)(6) 2024, the patient underwent reintervention. An additional stent graft was deployed to extend the device proximally. The patient tolerated the procedure. The physician stated the following: although it cannot be determined with certainty that it is a proximal type I endoleak, the decision was made to add an additional stent graft this time.